Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Left hip revision. Product originally implanted approximately in 2003 by dr. (B)(6). At (B)(6) patient presented with pain. Patient is a recurring dislocator. Dr. (B)(6). Removed osteonics cup, liner and ball and put in a new cup, liner and ball.